Event description:
"Upon placement of an 18 guage piv in a patient, the safety button to retract the needle from insyte autoguard bc (shielded IV catheter with blood control technology) IV catheter was pushed, but blood flowed backwards out of catheter. Blood spilled onto patient, bed, and floor prior to quickly connecting the catheter to IV fluids".

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382544 and lot number 5030829. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. E1. Address information was not provided; therefore, il was used as the state.

Manufacturer narrative:
Annex e and f codes updated due to new information received on 09sep25.

Event description:
Customer response received on 09sep2025. There was no harm or serious injury to the patient or hcp.